Event description:
Per the independent repair center, the customer alleged problem is low o2/yellow light. The key failure is the filter is dirty and the zip ties are leaking. Update (B)(6) 2015, key failure is the tie wraps caused leaking.